Event description:
International affiliate reports that two to three days after installation, the 3d crown external brace had loosened. As per procedure, the device was retightened. Reports that after approx 2 weeks, the device was still not functioning properly.

Manufacturer narrative:
No conclusions can be made. The device remains on the pt and is not available for eval. Review of the device history record cannot be performed as the lot code is unk. At this time, the complaint is considered to be closed.